Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bottom inserter broke during extraction trial. The event occurred during surgery. It was further reported that there was a piece in the patient. There is no additional information at this time.

Manufacturer narrative:
This report is being submitted to update complaint description and correct related information.

Event description:
It was reported that the bottom inserter broke during extraction trial. The event occurred during surgery. It was further reported that nothing fell into the patient. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected: h6 (patient code). The returned instrument exhibits signs of repeated use and has fractured on the medial side of the post reference attached photographs. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in zrm_wa_0496_18. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.